Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, side branch stenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the subject's qualifying condition was silent ischemia and the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery with 86% stenosis, a length of 18 mm, and reference vessel diameter of 3.1 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid right coronary artery with 77% stenosis, a length of 26 mm, and reference vessel diameter of 3.43 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post dilatation, residual stenosis was 0%. Same day, baseline core lab angiography result revealed 30% side branch stenosis at 1st diagonal artery. Post procedure angiography revealed 80% 'branch percent stenosis' in 1st diagonal artery. The following day, the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).